Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection beginning on (B)(6) 2018. The symptoms included redness and drainage at the driveline exit site. An outpatient drainage culture was positive for intermediate resistant vancomycin intermediate staphylococcus aureus (visa). A blood culture was negative. An abdominal computed tomography scan was performed and was not concerning for abscess. An abdominal ultrasound was performed which showed a 1 centimeter (cm) fluid pocket. The patient was treated with amoxicillin intravenously for 1 month and has been on chronic doxycycline since that time. The site planned to continue monitoring on an outpatient basis. Redness and drainage resolved with the antibiotic treatment. The patient was noted to be non-complaint with clinic visits.